Event description:
At approximately 1300, md reported that the 2.0 drill bit from synthes variable angle elbow tray broke off while in use. The broken drill bit tip was immediately retrieved by md. The two broken pieces were well approximated. Procedure completed as planned with no complications. Broken bit discarded in the sharps bin.